Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level. However, the exact value was not provided. No further information was provided during the call. Multiple follow up attempts were made, however the customer did not provide any additional information regarding this event.